Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify, did this event occur in more than one patient procedure? If yes, what is the total number of patient procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, and haven't been previously reported, please provide the following information for each patient event: what is the procedure date? How many devices demonstrated the alleged deficiency? Were there any patient consequences? Additional information was requested; the following was obtained: of the 2 boxes, could you please confirm the number of individual devices affected by this issue. Approx (B)(4). When did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During use on patient. What is the procedure name and date? Cataract surgeries, (B)(6) 2025. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Already shipped using furnished return label. Please provide the title of external person providing answers to follow-up. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cataract surgery on (B)(6) 2025 and suture was used. It was reported by healthcare professional that they have a customer who advised of a product failure that occurred and the filament broke. No patient consequence is reported. Additional information was requested.